Event description:
It was reported that the implantable neurostimulator (ins) migrated. No actions were required or planned as a result of the event. The patient had pain in the lumbar fossa related to the ins. The patient¿s recovery was unknown.

Event description:
Additional information received reported the ins was implanted on (B)(6) 2014. Pain in the lumbar fossa related to the ins was confirmed by the surgeon on (B)(6) 2015 and was noted due to ins migration and fracture. The event resolved when the lead was replaced on (B)(6) 2015 and ins was replaced on (B)(6) 2015. Antibiotic and antalgic treatment was given. The event was assessed as not serious, not related to procedure, and related to the device. Medical history included fecal incontinence due to peripheral neuropathy since 2012.

Manufacturer narrative:
(B)(4) - infection applies to the event as there was a report that antibiotic treatment was given. Concomitant medical products: product ID 3889, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead. Product ID 3889, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type: lead.

Event description:
Additional information received from the health care professional of a clinical study reported that the event started on (B)(6) 2014. The electrode and stimulator were changed on (B)(6) 2015 and the event resolved.

Manufacturer narrative:
Concomitant products: product ID: 3889, implanted: (B)(6) 2014, product type: lead. (B)(4).